Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted due to pocket erosion. The patient's physician is considering implant of a transvenous ICD system. No adverse events were reported as a result of the extraction procedure.